Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of not blowing any air and the screen completely white. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre. And observed the pca burn, scratched display, iso part, blower box, blower and outlet seal contaminated. The customer complaint was reproduced. There was four error has been identified. The device was scrapped.